Manufacturer narrative:
(B)(6) from (B)(6) eye surgery center reported a complaint to (B)(6) at (B)(6) vision surgical. Mst received the complaint from (B)(6) vision surgical. The complaint included a phacofit tip tearing the posterior capsule. The device has not been sent to mst for product evaluation. Based on manufacturing records, this lot did not have any nonconformities and passed final inspection. The status of the patient is unknown.

Event description:
The facility reported that the surgeon experienced a capsule break during cataract surgery.